Event description:
Reporter alleged obtaining discrepant blood glucose results of 597 mg/dl and hi (greater than 600 mg/dl) on advantage system 1 compared back to back with a result of 166 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect and replacement product was sent. Reporter stated she did not have strips used and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (unknown lot number, expiration date 10/31/2008). Reference medwatch report with a1 patient for the suspect device used in system 2.